Manufacturer narrative:
Kühn, a. L. Et al. (2017). Use of self-expanding stents for better intracranial flow diverter wall apposition. Interventional neuror adiology, 23(2), 129-136. Doi:10.1177/1591019916681981 the pipeline flex device will not be returned for evaluation as it was implanted in the patient. Based on the photos provided in the article, the report of pipeline flex migration after deployment was confirmed. The device was not returned for analysis, therefore the event cause could not be determined. All products are 100% inspected for damages and irregularities during manufacture. It should be noted that the pipeline flex was used to treat aneurysms in the m2 middle cerebral artery (mca) for which it is not indicated. Additionally, the patient anatomy condition was not reported; therefore any contributing factors from the patient anatomy could not be assessed. The pipeline flex IFU states, ¿the pipeline flex embolization device is intended for endovascular treatment of wide-necked intracranial aneurysms [¿] located in the internal carotid artery (up to the terminus) or the vertebral artery segment up to and including the posterior inferior cerebellar artery.¿ mdrs related to this article: 2029214-2017-00556 2029214-2017-00557 2029214-2017-00558 2029214-2017-00559 2029214-2017-00560.

Event description:
Medtronic literature review found a report of pipeline flex migration after detachment. The patient was undergoing treatment for a previously-clipped, wide-necked aneurysm in the right middle cerebral artery (mca) bifurcation. The aneurysm measured approximately 4mm x 3mm x 3mm involving both mca divisions. A pipeline flex (2.75mm x 16mm) was placed over the neck of the right mca bifurcation aneurysm. After complete deployment of the pipeline flex, proximal migration of the device was observed. Despite this, the aneurysm neck remained complete covered. To prevent further migration, another manufacturer¿s stent was placed distal to the aneurysm in the mca-m2 division with the proximal end pinning the pipeline flex in a telescoping fashion. All angiographically visible perforating branches and the anterior m2 were patent. Six-month follow-up angiography showed complete occlusion of the aneurysm without evidence of in-stent stenosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.